Event description:
It was reported that the catheter, thermodilution 8fr 5 lumen 110cm latex free exhibited a hole near the sheath protector. It was stated that pac lost its waveform. The patient was having crushing chest pain. They attempted to power flush and draw blood with no success. When they were attempting to withdraw blood from pa port, air was noted to come into syringe and subsequently a hole was discovered in the catheter near where the sheath protector attached to distal part of catheter and pac was promptly removed by mds. The event occurred during infusion there was patient involvement, and the patient experienced crushing chest pain.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Manufacturer narrative:
The device was received for evaluation. The reported complaint of leak was confirmed on the returned set. An image was provided by the customer showing the involved device. During visual inspection of the sample, a cut/tear was observed on the catheter. When the catheter was primed and pressure leak tested per pa port, a leak was observed from the tear on the catheter. It is unknown how and when the tear had formed. The probable cause of the tear on the catheter is unknown. Lot history review could not be conducted because no lot number(s) was/were identified.